Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reeq2403 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported: "I attempted to place a 5 french tl with lot number reeq2403 in a patient this morning. Before inserting into the patient, I always examine my wire within the catheter lumen. It was bent at first look and upon further evaluation of the end of the line, the wire was separated within the sheath covering of the wire."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kink in the 3cg stylet was confirmed and the event likely occurred during use. The product returned for evaluation was a 5fr t/l powerpicc solo catheter with inlaid 3cg stylet. The sample contained the following evidence of use: catheter had been trimmed near the 39cm depth marking, a clear saline-like liquid was found within the extension legs and white crystalline material consistent with saline residue was seen at the distal tip of the catheter, and the wire external to the t-lock assembly was kinked about the edge of the t-lock septum. The catheter contained a visible bend near the 35cm depth marking and the terminating end of the stylet was found to coincide with the trimmed catheter tip. The stylet was then removed from the catheter and confirmed to contain a single kink within the magnet tip. No other damage was seen on the stylet. Microscopic examination of the stylet kink site found that the inner stylet core wire was also kinked. Further evaluation of the stylet found that the wall thickness of the polyimide tubing was within specification, as was the outer diameter of the magnet string and conductive core wire. No abnormalities were seen regarding the apparent manufacture, or conformance to specification, of the stylet. From the event description it was known that the stylet had been withdrawn from the catheter for an inspection at the facility. The observed use on the stylet (which included flushing the stylet, trimming the catheter, re-advancing the stylet, and bending the stylet about the t-lock assembly) made it most likely that the damage occurred during use. A lot history review (lhr) of reeq2403 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported: "I attempted to place a 5 french tl with lot number reeq2403 in a patient this morning. Before inserting into the patient, I always examine my wire within the catheter lumen. It was bent at first look and upon further evaluation of the end of the line, the wire was separated within the sheath covering of the wire."